Event description:
It was reported that the wake button was unresponsive for two days and a button alarm announced a few days later. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose ranged from 144-160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.